Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 1200 mg/dl. Troubleshooting was initiated for the high blood glucose since the customer was okay and no longer hospitalized at the time of call. The patient was incoherent and vomiting; he also had dental work done and may have had an infection. The customer was treated with fluids and insulin and insulin pump therapy. The customer stated that there are entries in his bolus history but that half the time it does not should a blood glucose reading from the meter despite the fact that he uses the meter to bolus. The customer's carelink was unable to be reviewed for the bolus history and the customer was transferred to the appropriate team for assistance. No products were shipped or returned.